Event description:
It was reported that after a da vinci-assisted ventral hernia etep surgical procedure, the fenestrated bipolar forceps instrument had a damaged wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage to the conductor wire's insulation at the yaw pulley. There were no missing materials, and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation did not show damage. Additionally, the instrument was found to have hairline cracks on grip input disk seven. Other backend components adjacent to the cracked inputs do not show damage. The complaint was confirmed by failure analysis.